Event description:
During a carotid endarterectomy, pt felt electric shocks at a distance from the wound tended by a codman malis bipolar coagulator. Alternate coagulator did not produce similar effects. No adverse pt outcome. In-house biomedical technician found unit with internal spark plug assembly broken (physically). Discussion with MFR technician confirmed potential 110v line voltage output. Unit was repaired and replaced in svc.